Event description:
Malfunction: none. Symptoms/ae: myocardial infarction. Time of ae: after the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the pt had a myocardial infarction (mi). The pt had an elevated ck and ck-mb levels that were greater than twice normal within 16 hours of the procedure. There were no EKG changes or recurrent ischemic pain and the troponin levels were normal. There was no treatment provided. Two days post procedure, the event resolved and the pt was discharged to home. Although requested, there is no additional info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Myocardial infarction is a known possible adverse event associated with the use of carotid stents as stated in xact instruction for use. There was no device malfunction reported. A review of the finished device history record did not reveal any non-conformities which could have contributed to this complaint. Study event.